Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that since starting on the pump, the customer had been experiencing elevated blood glucose (bg) levels upon waking up in the morning. Elevated bg levels were typically in the 300 mg/dl range. The customer addressed bg levels with correction boluses. The customer stated that the elevated bg levels in the morning are likely related to settings and indicated that they are meeting with the healthcare provider to discuss pump settings.